Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys pth immunoassay results from a cobas 8000 e 801 module. The customer stated that the repeat pth results would be "about half as low as the initial measurements". Specific data has been requested but has not been provided. The customer stated that "many of these events occurred in certain hospital specimens." No specific details were provided. The repeat pth results were from the same tube as the initial results and were tested 6 to 7 hours after the initial results. It was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The pth reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.